Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to have a brown spot on one side. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.90mm. The grips were not found to be cracked. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the brown spot could be related to thermal damage. There was no arcing observed. There was no injury reported. Any instrument collision was not observed. The brown spot was only noticed after the operation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.